Event description:
The info below came from the abstract journal (B)(6). An angio-seal was deployed following a transcatheter embolization for a cerebral aneurysm via a right femoral artery puncture. It was reported that six days post angio-seal implantation, the pt developed a fever. Ten days post angio-seal deployment, swelling and redness were noted at the right groin which was then cut open and pus was drained. A blood culture was performed that confirmed the presence of (B)(6). A computerized tomography (CT) scan was performed and a 30 mm infectious aortic aneurysm was observed. A right external iliac artery-popliteal artery bypass grafting was performed. The infectious aortic aneurysm was excised, and a sealing procedure of the right common femoral, superficial femoral, and deep femoral arteries was performed. The aneurysm wall was pathologically examined, and the results revealed a bacterial infection. Fifteen days later the pt had further treatment for a cerebral aneurysm. As of two months after the surgery there had been no exacerbation of infection reported.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.